Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they are having a problem with the stimulator. Patient stated the stimulation keeps changing from low to very high stimulation by itself for the past 2 weeks. Patient clarified they usually have stim set at 1.0 during the day until they needs to do therapy and they goes from 4.0 to a 5.0 and it climbs automatically when they are driving or walking. Pt stated he cannot walk with stimulation at a 4.0 or 5.0. Patient verified they have not had any traumas or falls. Pt mentioned that he has an appt with his spine surgeon on (B)(6) 2025.

Event description:
Additional information was received from the patient (pt). They reported that they haven't gotten any response. Agent redirected to hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.